Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user's report was confirmed. The power issue was successfully reproduced during testing due to a main board failure in the subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was having issues powering up during a therapeutic procedure. According to the initial reporter, when he powered up the subject device an alarm on the unit sounded and the light on the front panel turned off. Reportedly, the staff was able to complete the procedure with no patient harm using the subject device after restarting it.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely a faulty main board leading to image malfunction. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.